Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, atrial lead impedance readings were inconsistent. The initial reading was 380 ohms, but the final reading was >1900 ohms. Thresholds were appropriate and pacer function was otherwise normal.